Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient complained of poor distance vision. The iol was slightly displaced temporarily about 1.5 mm from her visual axis. In addition posterior capsule also had fibrosis and slight wrinkle lines that probably accounts for a line of vision loss. Additional information has been requested.